Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, a nalysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that an increase in right ventricular (rv) lead sensing integrity counter (sic) was observed and it was determined the sic had began to increase following the implant of the implantable cardioverter defibrillator (ICD) approximately one year prior. It was also noted the r-wave measurement was small and the rv threshold value was high almost immediately following the revision procedure. It was suspected the lead was not positioned optimally and had begun to fracture; a recent device check further revealed a lead integrity alert (lia) had triggered due to an increase in sic, oversensing of noise, an increase in non-sustained ventricular tachycardia episodes and a sudden increase to high rv pacing impedance measurements. In addition, inappropriate episode detection and atrial and ventricular pacing inhibition from the ICD was observed due to noise sensed by the rv lead. As a result, device detection was disabled and the ventricular sensitivity was reprogrammed. The physician noted the patient would continue to be monitored and their medication dosage would be increased. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.